Manufacturer narrative:
The loaner autopulse platform ((B)(4)) was returned from the customer for service. During service on 11/19/2020, the returned loaner autopulse platform failed the load cell characterization check. The root cause was due to a defective load cell. The root cause for the observed failure was likely attributed to a defective component or mishandling such as a drop. Upon visual inspection, the lcd was observed flickering. The observed lcd issue was likely attributed to wear and tear. The lcd screen was replaced. Also, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The impact of the sticky clutch was not severe enough to make the platform non-functional. The autopulse platform was manufactured in 2007 and is 13 years old, well beyond the expected service life of 5 years. The autopulse platform passed the initial functional testing without any fault or error. However, the load cell characterization test revealed that one of the load cells was out of specification. The defective load cell was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventive maintenance, the autopulse platform ((B)(4)) failed the load cell characterization test.